Event description:
It was reported that the catheter was opened on a back table in the operating room (or). When the inner peel pack was opened, but not taken out of the tray, an approximate 2.5 cm bend at the distal end of the catheter was noted. The rptr stated it was not damaged by opening the package; rather it came out of package already bent. A second catheter was used for implantation.

Manufacturer narrative:
(B)(4)..